Manufacturer narrative:
This case was initially received via regulatory authority (medical devices vigilance area, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 11-dec-2020. This spontaneous case was reported by a physician and describes the occurrence of back pain ('pain in lower back') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, chronic fatigue, depression, anxiety disorder and degeneration of lumbar or lumbosacral intervertebral disc (lumbar, l4-l5 and l5-s1). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vulvovaginal discomfort ("symptoms of vaginal infection with itching (infections ruled out)"), vulvovaginal pruritus ("symptoms of vaginal infection with itching (infections ruled out)"), menorrhagia ("more abundant menstruation"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("abdominal distension"), arthralgia ("pain in right hip") and uterine cervical pain ("somewhat painful cervical mobilisation") and was found to have uterine leiomyoma ("44x37mm left transmural myoma"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, vulvovaginal discomfort, vulvovaginal pruritus, menorrhagia, dysmenorrhoea, abdominal distension, arthralgia, uterine cervical pain and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, back pain, dysmenorrhoea, menorrhagia, uterine cervical pain, uterine leiomyoma, vulvovaginal discomfort and vulvovaginal pruritus with essure. The reporter commented: patient requested removal of the devices because she had symptoms of vaginal infection with itching, especially after sexual relations (her partner also had symptoms (B)(4) and infections had been ruled out) and abdominal distension (also other events were reported). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: unremarkable. Investigation - on an unknown date: physical eaximation: somewhat painful cervical mobilisation. Traumatology examination: ruling out the hip or lumbar pain is due to discopathy. Microbiology test - on an unknown date: negative vaginal cultures, negative chlamydia, gonococcus, ureaplasma and mycoplasma determination. Ultrasound scan vagina - on an unknown date: 44x37mm left transmural myoma, otherwise unremarkable examination. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (medical devices vigilance area, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of back pain ('pain in lower back') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, chronic fatigue, depression, anxiety disorder and degenerative disc disease (lumbar, l4-l5 and l5-s1). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vulvovaginal discomfort ("symptoms of vaginal infection with itching (infections ruled out)"), vulvovaginal pruritus ("symptoms of vaginal infection with itching (infections ruled out)"), menorrhagia ("more abundant menstruation"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("abdominal distension"), arthralgia ("pain in right hip") and neck pain ("somewhat painful cervical mobilisation") and was found to have uterine leiomyoma ("44x37mm left transmural myoma"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, vulvovaginal discomfort, vulvovaginal pruritus, menorrhagia, dysmenorrhoea, abdominal distension, arthralgia, neck pain and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, back pain, dysmenorrhoea, menorrhagia, neck pain, uterine leiomyoma, vulvovaginal discomfort and vulvovaginal pruritus with essure. The reporter commented: patient requested removal of the devices because she had symptoms of vaginal infection with itching, especially after sexual relations (her partner also had symptoms (see (B)(4)) and infections had been ruled out) and abdominal distension (also other events were reported). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: unremarkable. Investigation - on an unknown date: physical exanimation: somewhat painful cervical mobilisation. Traumatology examination: ruling out the hip or lumbar pain is due to discopathy. Microbiology test - on an unknown date: negative vaginal cultures, negative chlamydia, gonococcus, ureaplasma and mycoplasma determination. Ultrasound scan vagina - on an unknown date: 44x37mm left transmural myoma, otherwise unremarkable examination. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.